Event description:
It was reported that the patient stated she has developed bruising and is feeling an electrical shock using the spinalpak device. The patient reported that she developed bruising while using the 72r electrodes. She changed them every 2-3 days and rotated the position on her skin. The patient wears the electrodes on her lower back and is not sure if she has sensitive skin. The patient spoke with her doctor who advised her to stop wearing the unit and to call zimvie. The patient did not apply anything to the area. The patient was advised to take a break in treatment until her skin is completely healed and then conduct a time test at 1-hour increments starting with the 63b electrodes. (B)(6) also discussed changing the position of the electrodes each day with the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation with bruising. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report updated. H2: follow up type added. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: component codes 451 - electrode. H6: impact code 4648 - insufficient information. H6: clinical code added 4545 - skin inflammation/ irritation. H6: clinical code added 1754 - bruise/contusion. H6: device code updated 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4114 - device not returned. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions 4315 - cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: n/a. Therapy date: n/a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient stated she has developed bruising and is feeling an electrical shock using the spinalpak device. The patient reported that she developed bruising while using the 72r electrodes. She changed them every 2-3 days and rotated the position on her skin. The patient wears the electrodes on her lower back and is not sure if she has sensitive skin. The patient spoke with her doctor who advised her to stop wearing the unit and to call zimvie. The patient did not apply anything to the area. The patient was advised to take a break in treatment until her skin is completely healed and then conduct a time test at 1-hour increments starting with the 63b electrodes. (B)(6) also discussed changing the position of the electrodes each day with the patient.